Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. Data analysis showed the battery appeared to be depleting normally and the low voltage fault appears to have been triggered by the red bull algorithm. It was unclear whether this is an early demonstration of premature battery depletion (pbd) type of behavior or a natural drop in battery voltage. At this time, this ICD remains in service, and there were no adverse patient effects reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.